Manufacturer narrative:
Concomitant medical products:: 6935m62, 5076-52 leads, ddmb1d4 ICD, implanted on (B)(6) 2016. Additional product: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2022 / serial #: (B)(4) ,UDI #: (B)(4) , mfg date: 19-apr-2021. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files, but it was not available at the time of this report.

Event description:
It was reported that two batteries exhibited abnormal behavior, the first battery showed no lights when connected on the battery charger, then the light appears. The second battery skipped a light on the battery indicator then the light appeared again. Both batteries had normal cycle count around 130. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for device evaluation. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 28-mar-2022 h3: yes dev rtn to MFR? H6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c16 h6: FDA conclusion code(s): d0301 product event summary: two (2) batteries ((B)(6)) were returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller log files revealed no anomalies involving the batteries within the analyzed period. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller and charge on a test battery charger. The results of the analysis revealed that the batteries powered a test controller as expected with all four (4) leds on when they were fully charged. Internal inspections did not reveal any anomalies between the printed circuit boards (pcb) and gas gauge leds. Based on visual evidence of (B)(6) provided by the site, when the gas gauge was pressed, initially the leds did not illuminate. Based on visual evidence of (B)(6) provided by the site, when the gas gauge was pressed, one of the leds did not illuminate. These observations are indicative of intermittent connections between the gas gauge displays and the pcbs. As a result, the reported event could not be duplicated during failure analysis; however, visual evidence provided by the site confirmed the reported event. A possible root cause of the reported event can be attributed to a marginal connection between the gas gauge led displays and printed circuit boards; the marginal connections likely corrected themselves during handling/transport. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.